Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). The pt files should be reviewed in order to find if there is another indication of a lead problem, but these files were not provided for analysis. Nevertheless, tests revealed normal behavior of the system.

Event description:
At the one month post implant follow-up of the device involved in this report, device could first not be interrogated: telemetry leds were off. Then, when interrogation began possible, warning messages were displayed to the user. A recommendation is requested for this pt who is used to stay between security gates when he's paying in (B)(6).